Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was blood backflow into tubing during use of a clearlink system solution set. This was observed during patient infusion with normal saline (ns) at 10ml/hr carrier and insulin at 0.5ml/hr. The set was used with a j-loop. There was no report of patient injury or medical intervention associated with this event. No additional information is available.